Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. Upon the performance of a leak check it was determined that the scope required a new instrument channel. Upon further inspection it was observed that foreign material was exiting the biopsy channel, which may be due to inadequate cleaning of the scope. Further information has been requested to the customer to address this finding. Additionally, it was observed that the glue around the pink rubber at the distal end was cracked off. It was discovered that the bending section cover, and glue was non-olympus. It was observed that the objective lens and the light guide lens were cracked. It was also observed that there were two fully broken elements on the ultrasonic image. It was observed that the insertion tube and the light guide tube had multiple buckles. Lastly, the control knob play movement in the up-down direction was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope biopsy channel was leaking, causing molykote lubricant to exit the channel. This issue is indicative to inadequate cleaning of the unit. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, molykote was confirmed to be leaking from the forceps channel, likely due to a hole/puncture. The root cause of the issue could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿instructions evis exera ultrasound gastrovideoscope olympus gf type uct180 important information: please read before use warnings and cautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Caution do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Olympus will continue to monitor field performance for this device.